Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2015 with the following findings: a review of the black box showed loss of prime warnings due to occlusions had occurred. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no loss of primes occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the force sensor was out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump continued to emit loss of prime alarms despite changing supplies. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).